Event description:
A customer reported a battery issue with the adc device, which resulted in the reader being unable to charge. The customer was therefore unable to obtain glucose results and experienced hypoglycemia with a loss of consciousness. A healthcare professional was called to customer's home and treated customer with glucose nasal spray. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and the provided serial number is not valid. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre reader, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.